Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. Additional information provided that the surgeon used this driver in conjunction with a non-torque limiting handle. It is likely that the driver was subject to excessive force without the use of the torque limiting handle while provisionally tightening the locking cap onto the left l4 pedicle, resulting in the fracture of the instrument tip. It is also likely that the driver fractured due to excessive wear and tear over time; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from the (B)(6) that a creo driver tip broke off in the screw head and remains in the patient.